Event description:
A revision surgery occurred due to dislocation, approximately 5 months after the primary surgery on (B)(6) 2019. During the revision surgery, the surgeon explanted the 40/+6 humeral cup and replaced it with both a +9mm humeral spacer and a new 40/+6 standard humeral cup.